Event description:
It was reported that the fiber glass on the shaft of the large needle driver instrument was splintering. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed the main tube to have a section located 4 inches above the wrist with material removed around half of the outer diameter. The damaged area is roughly 2 inches in length, gray in color, and has a rough surface finish. Engineering concluded that the damage may be caused by a defective cannula. No other damage found.